Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The patient¿s medical records have been requested. Additional information will be submitted upon receipt accordingly.

Event description:
A peritoneal dialysis (pd) patient's user facility called technical services requesting a replacement cycler. During the call it was noted the patient passed away while connected to the cycler. The patient had been admitted to the hospital for a necrotic toe. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. There was no documentation in the medical record supporting a possible association between the fresenius dialysis products, the event of cardiopulmonary arrest, and the outcome of death. However, there is a certain association between the patient¿s co-morbid diseases of ischemic cardiomyopathy, severe peripheral vascular disease, the event, and the outcome.

Event description:
The following is from the medical records provided by the patient's treatment facility. On (B)(6) 2016, the patient presented to a hospital with complaints of a discolored left fourth toe. The toe was necrotic and pre-gangrenous and the patient was admitted for a scheduled cardiac catheterization. Physical examination on (B)(6) 2016 revealed the patient was status post right bka. The left foot was pulseless with delayed capillary refill and dry necrotic changes to the fourth toe of the left foot extending to the metatarsophalangeal joint. The cardiac catheterization on (B)(6) 2016 revealed ischemic cardiomyopathy and severe peripheral vascular disease. During the physical examination on (B)(6) 2016, it was noted the patient had an irregular heart rate and rhythm with a grade 3/6 systolic ejection murmur. On (B)(6) 2016 at 1905, the patient experienced a witnessed cardiopulmonary arrest. Cardiopulmonary resuscitation was initiated, return of spontaneous circulation occurred at 1909 with pulse 89, blood pressure 149/69, oxygen saturation 100%, temperature 99.1 degrees fahrenheit, and the code was cancelled. After the arrest on (B)(6) 2016, the patient's family changed the patient's code status to do not resuscitate (dnr) do not intubate (dni). Review of dialysis flowsheet from (B)(6) 2016 revealed pd therapy was initiated at 1540, blood pressure 102/51, heart rate 83, temperature 36.8 degrees celsius. At 0100 on (B)(6) 2016, the patient experienced a cardiopulmonary arrest while on pd therapy, no heroic measures were taken due to the patient being a dnr/ dni, and the patient died.